Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the trial patient was experiencing extreme pain in the upper back where the leads located and had burning sensation which was constant when stimulator was turned on or off. The patient underwent a lead pull.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #: (B)(4). Description: trial linear st lead, 50cm

Event description:
A report was received that the trial patient was experiencing extreme pain in the upper back where the leads located and had burning sensation which was constant when stimulator was turned on or off. The patient underwent a lead pull.